Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom and refrigerator). (B)(4).

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with the result of hi. The expected fasting blood glucose test result range is 380 to 390mg/dl. The customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen and the bathroom. The test strip lot manufacturer's expiration date is 06/22/2018 and open vial date is 5 months ago (expired strips). The meter memory was reviewed for previous test result history. Hi (B)(6) 2017 03:44:00 pm fasting: yes, hi (B)(6) 2017 01:03:00 pm fasting: yes, hi (B)(6) 2017 12:34:00 pm fasting: yes, 429mg/dl (B)(6) 2017 10:39:00 am fasting: yes, 514mg/dl (B)(6) 2017 03:21:00 pm fasting: yes. Customer called in yesterday with hi display on his meter. Customer states he leaves his testing supplies at work in his desk. Customer's test strips have been open since (B)(6) of 2017. I advised customer vial must be discard after 4 months of use. Customer is also storing his test strips in the refrigerator and the medicine cabinet in his bathroom. I followed up with customer and he states he received test strips from va and obtained a reading of 378mg/dl today. Customer is satisfied with his reading and states he will begin to take his medication as instructed. Customer visited his doctor on (B)(6) 2017 and obtained more strips. No diagnosis, no treatment. Blood glucose reading at dr's office was 352mg/dl fasting. Customer satisfied with product.